Event description:
Using complete moistureplus contact lens solution for a few weeks. Problem presented as excessive redness, tearing, burning, and light sensitivity of the eyes. Within 24 hours ocular spasms, severe pain, and discharge. Identified by medical professional within 48 hours as a corneal ulcer of unknown origin. Treated and cleared with antibiotics. Continued irritation with use of solution with on/off redness, burning, and discomfort. Recently threw out complete solution; problem has resolved. Dates of use: 2006- 2007. Diagnosis: disinfect, store contact lenses. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.